Event description:
It was reported that; original surgery took place on (B)(6) 2015-at that time, surgeon experienced slippage on the torque wrench when tightening 7.5x70mm screw however surgery was completed without further incident. Revision surgery was done on (B)(6) 2015 as the rod became unseated in the screw head. When the surgeon went to remove the aforementioned screw, the head disengaged from shaft and the entire construct was removed and replaced.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: review of manufacturing records indicated no issues with the reported lot. The screw was found to have a tulip that disengaged from the screw head and fused to the shank. Functional inspection indicated the screw is a single-use implant and is no longer functional. The tulip of screw was found disengaged from the screw head and fused to the shank and is no longer functional. Conclusion: the cause of the reported product issue cannot be determined due to the lack of information about this case available.

Event description:
It was reported that; original surgery took place on (B)(6) 2015-at that time surgeon experienced slippage on the torque wrench when tightening 7.5x70mm screw however surgery was completed without further incident. Revision surgery was done on (B)(6) 2015 as the rod became unseated in the screw head. When the surgeon went to remove the aforementioned screw the head disengaged from shaft and the entire construct was removed and replaced.